Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." Per the tandem user guide: make sure that you always have an insulin syringe and vial of insulin or a prefilled insulin pen with you as a backup for emergency situations. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer went to the hospital on (B)(6) 2021 with a blood glucose value of 489 mg/dl and was admitted to the intensive care unit. Reportedly, the customer had allowed the pump battery to fully deplete and pump had shutdown 2 days prior to hospitalization. Customer did not indicate that they had reverted to a back-up insulin therapy after pump battery died. Customer was treated with intravenous fluids of saline, insulin and potassium. Customer was released 1 day later with the issue resolved and no permanent damage to the customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.